Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm started at the apex of the thoracic arch. The aortic arch was highly angulated and had a diameter of 32 mm, and the vessels were moderately tortuous and non-calcified. A carotid-carotid-subclavian bypass was performed prior to the procedure. It was reported that as the proximal main talent device was being deployed at the intended landing zone of the brachiocephalic artery, the stent graft started to misalign (MFR# 2953200-2009-01458). The physician elected to pull the graft back into the proximal portion of the descending thoracic aorta and implant another proximal main stent graft. However, when deploying the second proximal main stent graft, that graft also started to misalign, and the physician elected to pull the graft back into the previously-implanted proximal main stent graft. Both stent grafts ended up being placed correctly. The physician then elected to implant 2 stent grafts from another manufacturer proximally, with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4) (intervention required) (B)(4): evaluation results: (highly angulated aortic arch).